Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was loose, and the customer had to bend the cable for the pump to start charging. The customer¿s blood glucose level was 192 mg/dl.